Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2023-00955. It was reported that the patient's leads had migrated. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.